Event description:
It was reported that patient presented to clinic for follow up, post interrogation the atrial lead failed to capture. The physician decided to explant the atrial lead and a new lead was replaced. The patient was discharged with no reports of adverse consequences.